Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and the therapy cable and therapy connector part number information. Follow up with the reporter confirmed that the customer replaced the device therapy connector and purchased a replacement therapy cable to resolve the issue. The device was repaired and returned to service after confirmation of proper operation. The removed assemblies were not returned to physio-control for analysis. Hence, further cause of the reported issue is not determined.

Event description:
It was reported that one of the therapy cable pins broke off inside the mating connector. The device could not possibly connect to a therapy cable and provide defibrillation therapy. There was no patient use associated with the event.